Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a critical error appeared on the health sight viewer, displaying the message 'device with upload processing failure,' which prevented visibility into what medications were being pulled for patients during surgery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an upload error occurred due to corruption. A field service engineer stated that a product support specialist from bd had requested the hard drive in this station be reimaged because of visible errors. The fse reimaged the station and installed a new solid state drive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a critical error appeared on the health sight viewer, displaying the message 'device with upload processing failure,' which prevented visibility into what medications were being pulled for patients during surgery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.